Event description:
Reactive arthrosynovitis. Info was rec'd on 03 april 2007 from a physician regarding a female pt, with a medical history of osteoarthritis of the knee, who experienced reactive arthrosynovitis described as an inflammatory reaction, knee pain, swelling and effusion. The pt rec'd a series of three injections of synvisc into the knee approx two months earlier and the following month. Following the second synvisc injection, the pt experienced an inflammatory reaction. The knee was aspirated, and showed a slightly opalescent synovial fluid. The pt was correctively treated with depomedrol intra-articular, 5 mg, with two shots, and anti-inflammatory (piroxicam). Following the third synvisc injection, the pt experienced some discomfort, and "not relevant" knee pain and swelling. Afterwards, the pt felt well, and recovered completely. The physician assessed the intensity of the events as moderate, and the causality as definite. At the time of this report the pt had recovered. Knee aspiration, depomedrol (intra articular) 5 mg 2 shots, anti-inflammatory (piroxicam).